Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on an unknown date. The cause of death was respiratory failure. The caller stated that the customer had respiratory failure and other health issues that may have led to the customer's passing. The customer¿s blood glucose was 700 mg/dl at the time of admission and prior to this, had been hospitalized for a low of 32 mg/dl. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing, at the time of hospitalization. The caller was unsure if the customer was using sensors. The caller declined to return the insulin pump for analysis.